Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via a direct call to the emergency support program from kelly, an ICU rn, regarding a fiber-optic sensor failure alarm on a cardiosave device during use. No patient harm or injury occurred. Kelly had already attempted to resolve the issue by unplugging and replugging the fiber-optic (fo) sensor cable, which was confirmed to be properly seated. The esp representative guided her through transitioning from the fo sensor to a transducer as the pressure source and instructed her to coil, tape, and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿ kelly was unable to locate the pressure cable needed for the transition, so she was advised to check other pumps and the ccl. She agreed to the plan and expressed appreciation for the support, with no further assistance needed. A biohazard kit was requested for return of the affected component. Based on the description, the potential intermittent or complete failure of the fiber-optic (fo) sensor or cable, not visibly damaged or kinked, but possibly due to an internal issue. It is impossible to define the root cause of the reported failure since the device was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation).

Event description:
It was reported that intra-aortic balloon(iab) an ICU rn, called for assistance with a fiber-optic sensor failure alarm on a cardiosave during use, no patient harm or injury was noted.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).